Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was reporting an infection. The infection is not confirmed and the patient thinks that they have an internal infection from the ins. The patient stated that they have had pain for 4 months. The patient stated that it is a stabbing pain and they cannot take it. The patient stated that they have been to the hospital for it, and the patient knows it's from the ins. The patient stated that they don't know if it's an internal infection or if the unit is compressing against something somewhere or if there is fluid somewhere, but stated that it is painful. The patient stated that they went to the healthcare provider (hcp) 4 months ago and looked and the hcp said it looked okay, but it has gotten worse, to the point where they cannot breathe. The patient is waiting on their hcp to contact them back. The patient stated that it feels like the device is on something or a fluid thing. The patient stated that the site is tender and they cannot touch it. The patient stated that the site is on the right side next to the battery. The patient stated that they are unsure if there is an infection in the lungs because they are using their left leg more. The patient stated that their hcp thought maybe. The patient stated that their pain is getting regulated so ribs are inflaming possibly on the lungs. The patient was redirected to their hcp. No further complications were reported or anticipated. No device allegations were made.